Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 23 mmol/l (414 mg/dl) with ketones present. The pod was worn between 36 and 48 hours on the leg. It was noted that the cannula was bent. Hyperglycemia treated by consuming water, pen injection and a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. Fluid path test was conducted. Initially, the fluid did not flow through the distal tip. Upon manually clearing the crystallized insulin present at the distal tip, fluid was found to exit the fluid path as intended. No signs of leakage were found along the fluid path during the leak test. The download data does not contain any timeouts or drive stalls. The download data generated an 0x10 alarm indicating a reset caused by sawcop expiration. Investigation founds no damage or deficiencies that would result in the alarm. The cause of alarm could not be determined.